Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2015. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photograph identified: opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "moderate breast pain" and patient's concerns with the product

Event description:
Patient reported left side "moderate breast pain." Additionally, healthcare professional reported "concerns with the product." Device has been explanted and discarded after surgery.